Event description:
It was reported that an 8" (20 cm) ext set w/1.2 micron filter, clamp, rotating luer was found to have disconnected during patient use. The report stated that the total parental nutrition (tpn) filter spontaneously disconnected from the tubing. The third event for the patient, the tpn rate was 52 ml/hr. Per documentation infusing via the left femoral central triple lumen. Upon inspection of saved broken filter tubing that connects to the patient (female end) disconnected from the filter, the patient with restraint orders. The infusion had to be paused due to leaking into the bed, a new filter was delivered, applied and the infusion restarted. It was shared with pharmacy management and requested ICU medical be contacted for a solution. There was no patient harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that an 8" (20 cm) ext set w/1.2 micron filter, clamp, rotating luer was found to have disconnected during patient use. The report stated that the total parental nutrition (tpn) filter spontaneously disconnected from the tubing. The third event for the patient, the tpn rate was 52 ml/hr. Per documentation infusing via the left femoral central triple lumen. Upon inspection of saved broken filter tubing that connects to the patient (female end) disconnected from the filter, the patient with restraint orders. The infusion had to be paused due to leaking into the bed, a new filter was delivered, applied and the infusion restarted. It was shared with pharmacy management and requested ICU medical be contacted for a solution. There was no patient harm reported. Mw5157928 report stated, "seventh report of 1.2 micron inline filter tubing spontaneously disconnecting while total parenteral nutrition infusing".

Manufacturer narrative:
Additional information: b5. Added medwatch verbatim e4 - initial report sent to FDA - yes h10 - added medwatch number mw5157928 investigation summary one (1) photo was shared by the customer, where a tube separation from the inlet filter is observed, no damage or anomalies is observed on the photo, the samples looks like was never used before. Three (3) used samples and one (1) new sample, list #b1016, 8" were returned for evaluation. As received the inlet filter tube was separated from each of the 3 used samples, one of the used samples had connected a microclave and some tpn solution residuals was observed in the three used samples. The separated tubes from sample #1 and #2 were analyzed through uv light and some solvent marks were observed. No additional damage or anomalies were observed. The separated tubes were measured and met the product specification, the tubes from the brand-new samples were pulled tested and both tubes (inlet and outlet tubes) met the product specifications. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Complaint of tpn filter disconnected from tubing can be confirmed based on the physical used sample evaluation. The probable cause was due to an insufficient solvent applied during manual process assembly in ensenada.